Event description:
Reportable based on analysis approved 2007. It was reported that during an internal carotid artery stenting treatment procedure, it was not possible to deploy the nexstent 30mm. The lesion being treated was a 1.5 cm, non-calcified, 90% stenotic lesion in the internal carotid artery. The vessel was 4-9 mm in diameter and was tortuous. The physician used a 6f introducer sheath and an amplatz guidewire to enter the vessel via a right femoral access puncture site. He then switched to filterwire ez. The lesion was predilated with a sterling mr 4.2x135mm balloon. The nexstent delivery device was flushed with heparinized saline during prep and there were no difficulties navigating the system through the sheath. The nexstent device was able to cross the lesion without problems, but could not be deployed. The physician removed the entire system and used another of the same to cover the lesion and successfully complete the procedure. The patient's condition was "stable, alert, talking" at the time of the event and he continued on to have two right common iliac sentinol stents placed. It was reported that there were no injuries or complications for the patient. Patient status is reported as "fine". Device analysis revealed two pinholes in the outer sheath.

Manufacturer narrative:
Visual examination of the returned device showed that a single distal stent tine punctured and re-entered the outer sheath. The outer sheath was kinked at the puncture site. The tine was not broken. There was no other visible damage to the distal end of the device. The overall length of the outer catheter was out of specification due to stretching. Functional testing revealed that there was no visible damage or deformity to the unexpanded stent, or to the expanded stent. Visual inspection and bench top study indicate that the failure was caused by the collapse of the outer sheath into the lumen, which forced the stent tine to penetrate the outer sheath, thus preventing deployment. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The root cause of the difficulties experienced during the procedure is unknown.